Event description:
The customer reported that the insulin pump alarmed and the device was stuck in the prime loop. The caller stated that the drive support cap was loose. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was returned with broken and missing end cap. Unable to perform prime test or confirm loose drive support disk due to missing end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.